Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. One or more possible training misuse causes were identified during troubleshooting: patient is using values outside of 40-400 mg/dl or 2.2-22.2 mmol/l for calibrations and calibrations are being entered when the ??? Or ant icon or out of range alerts are displayed (these calibrations are not used), this complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.